Manufacturer narrative:
The insulin pump had motor error alarm during the rewind due to motor encoder signal out of phase. Analysis was unable to perform displacement test or motion sensor test failure alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, battery tube threads and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 221 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was exposed to MRI. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.